Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist and stated that their level 1 quality control (qc) was out of range. The customer had run qc prior to the patient testing, which was acceptable. A siemens customer service engineer (cse) was dispatched to the customer site. The cse performed a total service visit and did not find any instrument malfunction. As a preventive measure, the cse replaced the sample manifold. The cse adjusted the anti-tg ab assay and ran water test, precision testing and quality controls, all of which were acceptable. A siemens regional support center (rsc) specialist reviewed the instrument data obtained by the cse and determined there was imprecision on the thyroid stimulating hormone (tsh) and human chorionic gonadotropin (hcg) methods. The cse re-visited the customer site and replaced the dual resolution dilutor. The cse performed precision testing on tsh and hcg, which were acceptable. The cause of the imprecise anti-tg ab results on two patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Imprecise autoantibodies to thyroglobulin (anti-tg ab) results were obtained on two patient samples on an immulite 2000 xpi instrument. Both samples were repeated in duplicate on the same instrument. For the sample with accession number (B)(4), both the replicates resulted lower than the initial results. For the sample with accession number (B)(4), the first replicate resulted higher and the second replicate resulted lower than the initial result. The sample with accession number (B)(4) was also repeated using a new reagent kit from the same lot, which resulted similar to the initial result. The initial results for both samples were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the imprecise anti-tg ab results.